Manufacturer narrative:
(B)(4).

Event description:
The international customer reported there was no ac power. When the device was plugged in to the ac power source it operated on battery only. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Receiving by MFR date: 11/30/2015. Conclusion / root cause: f1 and f2 fuses were found opened and q1 leads 1-3 shorted. This report is being submitted as part of the remediation for CAPA (B)(4).